Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega needle driver instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument did not hold the needle. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection found no damage on the grips. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed grasping test without issues. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results.